Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) pocket site. It was also noted that the patient had difficulty connecting the charging disc to the ipg due to swelling. The patient was doing well upon follow-up. No further information could be obtained despite good faith efforts.